Manufacturer narrative:
A contaminated sample was returned and after decontamination the issue was confirmed. It was noted there was a clean break in the area where the tip is bonded to the wand of the suction wand. The device history record (DHR) was reviewed and no issues were noted related to this complaint. The certificate of conformance (coc) was reviewed for this component the supplier had performed 100% sucker/tip bend strength testing for the raw material lot. The sample was forwarded to the supplier for further evaluation. The supplier noted the break occurred outside the bonded area. The bonding areas showed to have held the bonded seal and the break was above the actual bonded area between the handle and tip. The supplier stated the break as a pressure break, highly likely due to misuse of the product. The supplier also reviewed their DHR records for the raw material lot going back 5 years and verified no complaints on the product were recorded. According to the instructions for use for the component "caution: care should be exercised when applying force to any sucker or sump set since excessive bending of the tube or tip could cause breakage." All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. The case label gtin: (B)(4). The production identifier: (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass (cpb) procedure, the sucker in the pack came apart and the piece had to be removed from the chest. They stopped using this suction wand and completed the surgery without incident. The product was not changed out and surgery was completed successfully. There was no delay reported, no blood loss and no adverse event reported.